Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the alarm came on which verified the customer's complaint. This issue was found to be due to a cracked return tube. The cause was found to be due to the design which is being addressed through CAPA 18moak055. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 was tripping high temp alarm. No patient adverse event reported.